Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. No excessive no delivery alarms noted. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip, cracked case near display window corners, and minor scratches on display window noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer stated that she could not get her blood glucose to under 500 mg/dl. The customer stated that she had multiple errors with the pump and has been on shots since then. The customer received the no delivery alarm after troubleshooting. The customer was advised to take the reservoir out of the pump and push with plunger to get insulin out. The customer still received no delivery alarm. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.